Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the event and should not have been reported. The initial report should be voided as it was submitted in error.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen precoat stemmed tibial component, cat# 00598005701 lot#: 61057665 nexgen flex femoral component, cat#: 00596001751 lot#: 60955298 nexgen all polyethylene patella, cat#: 00597206535 lot#: 61120094 (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00554, 0001822565-2017-06293, 0001822565-2017-06294, 0002648920-2017-00555. Product was discarded.

Event description:
It was reported that the patient was revised to address component loosening. No additional patient consequences were reported.